Manufacturer narrative:
G4: 16nov2020. B4: 17nov2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
It was reported that the ventilator had a low leak c02 rebreathing alarm when powering the unit on. There was no patient involvement. The customer troubleshot with technical support and noted that there were no error codes in the ventilator event logs. The customer advised to be using circuit on another unit and is not giving alarm. The customer was advised to perform a full performance verification test (pvt).